Manufacturer narrative:
Terumo has not rec'd the actual device for investigation. Terumo plans on submitting a f/u report when the investigation is completed and more information becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular systems, that prior to cardiopulmonary bypass surgery, during prime, the shunt sensor would not calibrate properly. The product was changed out. The surgery was completed successfully. There was no pt involvement.